Event description:
"Pump overdose on fentanyl- IV pump asset tag: (B)(4) new bag hung at 2142 at 50mcg/hr. Dose change at 0512 to 25 mcg/hr. Bag near empty, just fluid in the chamber - new bag hung at 0730. Nurse did mention she recalled seeing there should be 7 hours left in infusion time. Baxter/biomed team at bedside and collecting pump".